Event description:
This device was implanted on (B)(6) 1998 and was explanted on (B)(6) 2011 due to increased capture threshold. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).